Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight pcb. The ventilator passed all tests.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.